Manufacturer narrative:
The investigation determined that higher than expected vitros ckmb results were obtained from biorad level 1 qc fluid processed on a vitros 5600 integrated system when compared to the baseline mean value. The most likely contributing factor is an instrument issue. A review of historical qc data on this ckmb lot indicated accuracy and precision issues on both levels of control. In addition, the ckmb lot 2501 has been calibrated numerous times and the calibration parameters were inconsistent. A within run precision test was processed but not all replicates were completed due to condition codes associated with bubbles during aspirate and dispense. An ortho fe performed service actions to the signal reagent and well wash subsystems. Following service, the qc was acceptable but drifted low and after a recalibration was high. The same biorad qc fluids were within expected range using the same ckmb lot on an alternate vitros system in the laboratory, indicating the vitros ckmb reagent lot 2501 and the biorad qc fluids in use did not likely contribute to the event. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ckmb reagent lot 2501. While there were no reports of affected patient samples, the investigation cannot conclude that patient sample test results would not be affected if the event were to recur undetected. There was no allegation of patient harm.

Event description:
A customer reported higher than expected vitros ckmb results obtained from a non-vitros biorad quality control (qc) fluid using vitros immunodiagnostics products ckmb reagent in combination with a vitros 5600 integrated system. Biorad level 1 = *5.56, *5.26, *5.08, *5.03 versus baseline mean 3.0 ug/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The result stemmed from a qc fluid, however, the investigation could not confirm that patient samples would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).